Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired due to an arrest after the device implant procedure. It was reported that the patient had a respiratory arrest and pulseless electrical activity with no ventricular arrhythmia's noted. Emergency measures were performed; however, the patient did expire. Additional information was reported from the field that the physician did not believe the device was involved in the patient's death. The device was obtained by the hospitals pathology department and will be returned up release from the hospital.